Manufacturer narrative:
This supplemental report is being submitted to provide correction to previous submitted report. Corrected field: h11 the device inspection found image had a blackout. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found image interference when angled. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that with the bronchovideoscope image had a blackout. The issue occurred during inspection of the device for an unspecified diagnostic procedure before patient in a room, before sedation. The intended procedure was completed with an olympus back-up device with no delay. There were no reports of patient harm.